Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a faulty cable led to the malfunction, resulting in the images not being displayed. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was scope communication error e224 displayed while using the camera head during an unspecified procedure. The procedure was completed with a similar device. There was no medical intervention required because of the reported problem. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. However, device evaluation found no image due to faulty cable as a reportable malfunction. In addition, evaluation found following non-reportable findings: the focus ring was worn out; the video scope connector metal pins were worn out with deep scratches on them and were deformed; the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.